Event description:
The hosp technologist stated the system drove into a table and broke the table in half. It drove right through the table. There was no injury, but the system has an unlimited torque so it could cause an injury. Also, the pt safety sensor is inadequate. The co is currently re-engineering the systems but they are still shipping the system.